Event description:
It was reported that the patient called the hospital due to a backup battery fault alarm. The call was recorded on an answering machine in the hospital. When the hospital tried to call back they got no answer. The hospital contacted the patients relatives who stated they had found the patient deceased at home with their driveline disconnected from their controller. Pump MFR # 2916596-2023-01976

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the patient¿s driveline being disconnected and a backup battery fault alarm were both confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6), collectively contained data spanning approximately 13 days (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test was observed on (B)(6) 2023 at 10:14. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The patient¿s driveline was observed to have been disconnected on (B)(6) 2023 at 10:47. Within the next recorded timestamp at 14:56 of the same day, the pump¿s speed was observed to be 0 rpm due to the driveline remaining disconnected. The controller¿s power cables were observed to have been disconnected from external power, then reconnected, at 15:22 while the driveline remained disconnected. The controller was shut down at 15:36. No other notable events were observed. The returned system controller was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing. The root cause of the driveline disconnection was unable to be conclusively determined through this analysis; per log file analysis, it appears that the driveline may have been disconnected in an attempt to perform a controller exchange. The root cause of the backup battery fault alarm was unable to be conclusively determined through this analysis. Backup battery fault alarms caused by the load test conditions are being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. This section also details on how to properly exchange the system controller beginning on page 2-40. Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault conditions. Users are instructed to call their hospital contact as soon as possible for diagnosis and instructions. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.